Event description:
It was reported that the patient had a loss of therapeutic effect and symptoms returned over the four weeks prior to the report. The patient's doctor wanted to rule out device malfunction. They thought the device on the left side may have been off as symptoms were "a bit worse on the right side of the body, but it was hard to tell." The patient was admitted to the hospital for observation overnight. Additional information received on (B)(6) 2012 reported that the patient's device was off. See related manufacturer report #3004209178-2012-10225. It was unclear which device in the patient's dual system was the issue.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 3389-40 lot# j0236953v, implanted: 2003 (B)(6), product type lead product ID, 3389-40 lot# j0237024v serial# implanted: 2003 (B)(6), product type lead. (B)(4).